Event description:
Over infused. Set up sometime after 10 am and ran out before 2 am. Fill volume not known, but rate was 14ml/hr. Purchases custom kits. May use cb004 or cb005 (or equivalent).

Manufacturer narrative:
Sample has not yet been received, but was reported to be available. The sample will be evaluated when received and a follow-up report will be filed.